Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was normal, did not require medical treatment. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump act, esc and down arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No moisture damage or damage on electronics noted. The insulin pump was monitored and no battery replacement time too long noted. The insulin pump was received with minor scratched display window and cracked battery tube threads.